Event description:
Micro clave plunger found to be stuck. IV line clamped and micro clave disconnected. New micro clave put on IV and bad micro clave put into bag and given to (B)(6) supervisor. Multiple lot numbers involved.